Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient confirmed the issue has been resolved. Patient's weight at time of event was 170 pounds.

Manufacturer narrative:
H3: product ID 97745, serial# (B)(6) was returned for product analysis. Analysis found the main board was damaged: the main board lithium ion battery contacts were broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6); product type: 0201-programmer patient; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that for the past two days their controller has been blank/unresponsive. The patient stated that they plugged the controller into the ac power supply overnight but still it won't work. The patient stated it said something about one of the batteries being dead or empty. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack and plugging the controller into the ac power supply. The patient confirmed no physical damage on controller battery compartment pins nor battery pack pins. Pss had the patient reinsert the battery and confirmed green light on controller was steady above the screen. The patient was seeing "no device found." The patient then connected recharger and confirmed that charging was excellent. Caller stated the controller was 100% and the implant was in the red. Pss called the patient back after 30 minutes to check the status of the charging. The patient stated the controller screen was all black and would not come on. Pss stated the green light was gone. Pss had the patient try resetting the battery pack; the controller still did not power on. The patient denied any visible damage to any components. A replacement controller was sent out. The patient called back the next day. They received the controller and were trying to set it up but the screen was going blank when trying to pair. The patient also could not set up time and date and the steps on the pairing instructions. On the call, pss had the patient take the battery out and plug in the controller. It powered on. The patient inserted the battery pack and the controller had the solid green light. Pss had the patient plug in the recharger. The patient got no device found. The patient pressed recharge. It said 'unfamiliar device found'. Pss instructed the patient to continue charging. The patient then got to charging screen. Implant was at 30% and controller was at 100%. The patient said they had been without stimulation for 4-5 days and this had not been great. On the call, pss assisted the patient turning stim on and instructed the patient to keep charging. Pss called the patient back to check on the progress. The patient was able to finish pairing the controller. Pss assisted the patient with updating date and time. The equipment was working as intended.